Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter; product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-dec-2016, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 11-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (15 mg/ml at 7.315 mg/day) via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient's pump was implanted and then the system was replaced due to infection but then they stated once they "got in there" they did not find any infection. They stated the incision would not have healed because the skin had turned white. Troubleshooting was not required.